Manufacturer narrative:
(B)(4).

Event description:
Type of procedure: prostatectomy. According to the reporter: the endo gia xl handle was used to place the purple 45 reload on the prostate. The device was fired and encountered no issues. However, when the reload was attempted to open, the jaws were still clamped on tissue. The reload did not open. The anvil was visible, however, the cartridge was not. The release knob was able to be drawn back about 30mm but then would stop. The handle could then be ratcheted to the end of the reload, as if it were being fired. The end result, the surgeons had to cut out the reload. The patient lost significant blood and some tissue. Once the device was out of the patient, the scrub tech twisted the shaft of the reload and handle. At this point she was able to fully open the stapler. There was unanticipated tissue loss and irreversible tissue damage. Surgical time was delayed by more than 30 minutes due to the product problem.